Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation system experienced an incorrect reading with one temperate monitor the day before. There was no procedure or pt involvement.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device MFR date and expiration date cannot be determined. The prolieve thermodilatation system will be serviced on-site. Therefore, a failure analysis is not currently available, and we are not able to determine the relationship between this device and the cause for this event.